Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 29.0mml/l. Customer stated that the insulin pump buttons became unresponsive prior to hospitalization. Customer also stated he was permanently taken off of the insulin pump therapy by his endocrinologist due to he was unable to program it correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.